Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd" tubing was missing clamps. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported missing clamps. Verbatim: now I have some defective nexivas I want to sent in for evaluation. They are missing clamps. We are not pulling the lot, but are watching it. If you can send me an rga and a label today I can get them sent out right away.

Event description:
It was reported that unspecified bd¿ tubing was missing clamps. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported missing clamps. Verbatim: now I have some defective nexiva¿s I want to sent in for evaluation. They are missing clamps. We are not pulling the lot, but are watching it. If you can send me an rga and a label today I can get them sent out right away.

Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.